Event description:
The pt's husband indicated that a lead malfunction may have caused pocket stimulation. The physician turned the pacing rate down to 38 ppm to avoid the pocket stimulation. Subsequently, the pt had a cardiac arrest which required defibrillation.